Event description:
Event description cpi received information that this implantable pulse generator (ipg) was experiencing loss of capture. Invasive procedure was performed. Ventricular lead was repositioned, but did not correct the loss of capture. Body fluids were noted in the header of the device and the physician elected to replace the device.